Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The sensing vector was set to the secondary vector. Testing in the clinic was able to reproduce the noise. Technical services advised some programming options. The smart charge feature was reprogrammed, and the patient may be followed via the latitude monitoring system. There were no additional adverse patient effects. The system remains implanted. It was reported that this patient had previously had an inappropriate shock due to oversensing of noisy signals. There was also undersensing which resulted in smart pass turning off. Recently, the patient received an additional inappropriate shock. The patient was brought into the clinic for system evaluation; however, the noisy signals were not reproducible. No adverse events were reported.

Event description:
It was reported that this patient had previously had an inappropriate shock due to oversensing of noisy signals. There was also undersensing which resulted in smart pass turning off. Recently, the patient received an additional inappropriate shock. The patient was brought into the clinic for system evaluation, however the noisy signals were not reproducible. No adverse events were reported.